Event description:
Info reported to davol via physician's assistant at pt's primary care practice: in 2006, pt underwent mesh implant procedure. In 2007, pt was diagnosed with a hernia recurrence and underwent laparoscopic hernia repair with mesh. The previously implanted mesh was reinforced with another mesh. On (B)(6) 2007, pt underwent an egd and colonoscopy to assist in diagnosing her issues. In 2006 to present - pt has experienced abdominal pain, fever, nausea, vomiting, bloating, uti symptoms (with a clean urinalysis), asthma, weight gain, and skin changes. Constant antibiotic therapy (levoquin) and steroid inhalers.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.